Manufacturer narrative:
Patient information was not provided for reporting. Additional device product code: ktt. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter is synthes sales representative. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent unknown procedure. During the procedure, the surgeon could not remove the shaft of the screw and had to leave it in the patient. This screw was inserted into the distal end of the plate, as required in that specific hole. Surgeon had to place a larger plate in the patient so that he could bypass the broken screw. The patient was implanted with a longer shied size at the hip (size 6 instead of size 4). Surgery was delayed for twenty minutes. Procedure and patient outcome were not reported. Concomitant devices reported: plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.5mm cortex screw self-tapping 36mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part# 214.836s, lot# l878361. Manufacturing location: selzach, release to warehouse date: may 02, 2018, expiry date: apr 01, 2028. Device was first manufactured unsterile under the lot l853250 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 214.836 with lot l853250 were reviewed: the device history record (DHR) shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The review has shown that the blank 214.036.999 with lot h570219 was used for this screw, therefore an additional DHR review from monument is needed: blank manufacturing location: monument manufacturing date: moved to blank storage on feb 27, 2018, lot number: h302865 (non-sterile), work order traveler met all inspection acceptance criteria. Component part(s) reviewed: part: 13008, 316lc*ri4.58, lot: h302865 certificate received from zapp dated jan 18, 2017 was reviewed and determined to be conforming. Lot summary report dated mar 21, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed. The received screw was broken below the head at the cross over from the thread to the shaft. The material was plastically deformed at the fracture zone. The fracture face itself is homogeneous, which indicates material conformity, and has the typical breaking by twisting view of a forced rupture. There are also deformations in the hexagon recess visible, which indicates that high force was applied. The relevant dimensions cannot be verified anymore due to the position of the place of fracture at the cross over and as the material is deformed at the fracture. The review of the material certificate has shown that the device was made with stainless steel per norm for surgical implants. The complaint is confirmed as the screw is broken as complained. This was manufactured in may 2018, all devices are shipped and we are not aware of any other complaint for this article- and lot number combination. Thus, the review of the manufacturing documents and the findings above speaks against a manufacturing related issue. Based on the appearance of the received screw we have to assume that a mechanical overload during insertion, for example by an excessive contact with the plate, caused the breakage of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.